Manufacturer narrative:
Product ID #: mc1vr01-delsys. (B)(4), event summary: the full delivery system was returned and analyzed. The analysis indicated that the lumen of the delivery system was damaged. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the inner shaft of the delivery system. The analyst noted that the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.5 cm, 9.8 cm, and 12.3 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. The delivery system was able to deploy the device but on recapture, the button would lock only after multiple deployments due to the kink on the inner shaft not allowing the device to be completely recaptured in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys, expiration date: 28-feb-2020, serial#: (B)(4), UDI #: (B)(4), concomitant medical products: yes, return date: 30-jan-2019, no, device evaluation anticipated, but not yet begun. Device manufature date: 11-sep-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg kept getting deployed when the physician flexed the delivery system. It was noted that the deployment button moved back by itself when flexing. The ipg and delivery system were removed from the patient and the ipg was deployed, the tether pulled and the ipg was retracted again but the problem still persisted. The ipg and delivery system were not used and another leadless ipg system was used. No patient complications have been reported as a result of this event.